Event description:
Customer reportedly received result of 15.6 mmol/l on the mobile system and 3.9 mmol/l possibly from a compact plus system within 10 minutes. After obtaining the 3.9 mmol/l result the customer withheld insulin from her pump for 15 minutes and re-tested 6.5 mmol/l (not provided which device produced this result). No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Customer did not have information regarding the compact plus system.

Event description:
It was reported that the bed had no power. No adverse consequences were alleged.